Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified the most recent repair request was made on 2025-june-30 but there was no indication that it was related to the reported issue. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device passed testing. There was no known cause of the reported issue, and the device was returned to the customer with no repair provided.

Event description:
It was reported that an alarm occurred that no cassette was inserted. The event occurred during patient use at the patient's home. There was patient involvement and no patient harmed reported.